Event description:
Patient decannulated from ECMO at bedside upon inspection of the catheter noted to be severely kinked with a break in the wire coiling around the catheter.

Event description:
Patient decannulated from ECMO at bedside upon inspection of the catheter noted to be severely kinked with a break in the wire coiling around the catheter.